Manufacturer narrative:
Date of event: date of event was approximated to 09/01/2024 (first day of the month) as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e0506 captures the reportable event of severe bleeding with hemoglobin drops. Imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that an unknown number of radial jaw 4 standard capacity biopsy forceps were used during gastric biopsy procedures performed over the past 6 months to one year. Complications varying from mild bleeding with melaena to severe bleeding with hemoglobin drops and hospitalization occurred 24 to 48 hours post procedure. In certain cases, where the bleeding was observed immediately, clips were placed. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 09/01/2024 (first day of the month) as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e0506 captures the reportable event of severe bleeding with hemoglobin drops. Imdrf impact code f08 captures the reportable event of hospitalization. Blocks b2, b5, and h6 impact codes have been updated based on the additional information that was received on october 24, 2024.

Event description:
It was reported to boston scientific corporation that an unknown number of radial jaw 4 standard capacity biopsy forceps were used during gastric biopsy procedures performed over the past 6 months to one year. Complications varying from mild bleeding with melaena to severe bleeding with hemoglobin drops and hospitalization occurred 24 to 48 hours post procedure. In certain cases, where the bleeding was observed immediately, clips were placed. No further information has been obtained despite good faith efforts. Additional information received on october 24, 2024. One patient with severe hb drop was admitted to hospital and blood transfusion was needed. The occurrence in anatomy locations vary from stomach to colon.